Event description:
Customer was getting a strip error and stated that the laser looked chipped. The customer also stated that the #3 connector pin is blackened. A request was made for the return of the suspect deivce and replacement was sent.